Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that the patient charges up at night laying on the couch, the implantable neuro stimulator recharger (insr) shows she is fully charged so puts on my stim but that shows she has only 1/4 of a charge or she could not turn it on. The patient said it seemed like she got it going one day the next day it would not. Product service specialist (pss) told patient to sync with patient programmer. Programmer showed low ins battery (rechargeable only). Initially the patient got poor communication with the insr, after a while the patient said she did not use the belt, she just put it in her pants. Pss recommended using the belt. Pss reviewed that when ins charge level gets too low then therapy will turn off. The patient stated they were able to charge, they got 5 black coupling boxes. During the call the patient tried to turn stimulation on during recharging but was unsuccessful. Pss reviewed as soon as there is enough charge in the implantable neuro stimulator (ins) she should be able to turn stimulation on. Pss recommended patient continue to charge and calling back if she should need assistance or work with her health care professional. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: information was reported that the patient didn't realize it needed to have more power than they were putting into the battery pack, which had led to the poor communication and charging issues. The issues have been resolved. The patient's weight was asked, but unknown. No further information was reported.